Event description:
Upon removal of the catheter the tip of the catheter remained in the pt. Tip remains in pt. In 2005 - additional information received from the facility indicates that the pt is doing fine and suffered no adverse sequela associated with this incident. X-ray did not reveal the fragment catheter tip and the pt was discharged.